Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing came loose from the connector at the cannula site, and she had this issue with several sets. No further information available.